Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a tfna procedure on (B)(6) 2026, the surgeon could not get the nail off the aiming arm. No further information is known at this time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d9, d10 the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Kindly re-confirm what is the timing of the reported event? (Pre-op, intra-op, post-op) -post- op.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna fem nail ø12 le 130° l300 timo15 was received in assemble condition with the mating screw and insert-handle. No cosmetic damage was identified on the surface. A dimensional inspection for the tfna fem nail ø12 le 130° l300 timo15 was not performed as it is not applicable to the complaint condition. A functional test was performed to attempt disassemble the devices and the test failed, the devices were stuck. The complaint condition was replicated and due to it was not possible to disassemble the devices, a root cause for this failure mode cannot be established. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide the following information is relevant. Insert nail assemble the hexagonal screwdriver with spherical head to the connecting screw until it clicks into the recess. Match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. Pass the connecting screw through the insertion handle and securely tighten with the hexagonal screwdriver with spherical head. To verify the appropriate position of the locking mechanism for the screw, pass the 5.0 mm flexible screwdriver through the cannulated connecting screw and turn counter-clockwise until it stops. Remove the hexagonal screwdriver. Precautions: ensure that the connection between the nail and the insertion handle is tight (retighten if necessary). Do not attach the aiming arm to the insertion handle yet. If a 235 mm or longer nail is selected, reconfirm that the correct nail (right or left) is assembled. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l300 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument. Manufacturing date: 06-jul-2020. Expiration date: 01-jun-2030. Part number: 04.037.251s, 12mm/130 deg ti cann tfna 300mm/left- sterile. Lot number: 58p6207 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 58p6207. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.